Manufacturer narrative:
Patient weight: (B)(6) lbs. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted in response to user facility medwatch report # (B)(4) which was received from the FDA on july 7, 2017. The event description states the following: "over two months ago procedural note: an oblique arteriogram was obtained which revealed adequate caliber and puncture location for placement of an angio-seal closure device. A 6 french angio-seal closure device was then successfully deployed. Hemostasis was obtained. Approximately one month later, procedural note: an oblique arteriogram was obtained which revealed adequate caliber and puncture location for placement of an angio-seal closure device. A 6 french angio-seal closure device was then successfully deployed. Hemostasis was obtained. Vascular surgeon contacted vascular unit director regarding patient he saw in office approx. One month ago who had a wound infection in the left groin possibly from angio-seal device." Additional information: "original intended procedure, (B)(6) 2017. Selective catheterization of left subclavian artery from right femoral approach. Pta and stenting of left subclavian artery stenosis with 7 x 29 mm gore vbx with pta up to 10 mm proximally. Selective catheterization of left renal artery from right femoral approach. Pta and stenting of left renal artery stenosis with 5 x 19 mm gore vbx with pta up to 7mm proximally. Procedure performed on (B)(6) 2017. Right femoral groin exploration with incision and drainage. Right femoral endarterectomy with vein patch closure. Removal of foreign body, angioseal phlegmon.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the competed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.